Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
(B)(6) investigation completed on: (B)(6)2024 it was reported that the cardiosave intra-aortic balloon pump (iabp) had 220 cable interrupted. A getinge field service engineer (fse) was dispatched to investigate the issue. There was no patient involvement. Fse evaluated the unit and resolved the issue by replacing eel, ac power cord, cee 7/7 "type e/f", and cart bulk power supply spec. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had 220 cable interrupted. A getinge field service engineer (fse) fse evaluated the unit and resolved the issue by replacing malfunctioning parts. There was no patient involvement.